Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported that at the beginning of the procedure, while the catheter was being washed with saline solution, it presented a leakage. The device was not used on patient.